Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure of 2.5 hours, the working part of the synchroseal instrument broke apart. The instrument was completely inoperable. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. The issue occurred during sterilization and cleaning, so no surgical task was performed at that time. Customer has not heard of any issues related to loss of cautery associated with broken/loose cable. There was no loss of cautery. There were no thermal damage signs. There was no fragment that fell in the patient. Instrument is available for return. No patient information.

Event description:
Refer to h11 for follow-up information.